Manufacturer narrative:
(B)(4). Date sent: 5/27/2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No serial number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a neck dissection while using an unknown pad and a stryker smoke evacuation pencil they received a 'fast, small burst of fire.' There were no patient consequences.